Event description:
A field service engineer (fse) experienced whitening of the skin to his left index finger, right palm and right thumb when he handled a leaking cyclesure bacteriological indicator (bi). The fse performed validation on a sterrad nx and 1st cycle of standard cycle was fine. During the second validation run on the sterrad nx, the fse removed the bi and noted it had leaked. The fse rinsed his hand off in water, and the white discoloration resolved in a few hours. No medical attention was sought.